Event description:
Pt with grade 1-2 isthmic spondylolisthesis underwent l5 to s1 alif with synfix. A follow up x-ray noted a sacral fracture and hardware intact. Surgeon performed a pedical screw revision. Synfix-lr remains in the pt.

Manufacturer narrative:
Implant currently remains in pt. No investigation could be performed, no conclusion could be drawn as no device was returned.